Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for anc hor breakage after idiopathic scoliosis fixation. It was reported that after screw was replaced, cross link was placed. Multi-span was managed to be placed, but fx was placed on th7/8. Set screw was tightened, but it became unstable due to which the surrounding bone tissue was scrapped and cross-link did not fit. Revision surgery was done as the cross-link did not fit and excessive resection of surrounding bone tissue was performed. There was patient involved in the event and no further complications reported regarding the event.